Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. (Calculated from the date of manufacture.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported on (B)(6) 2017, pump stoppages occurred. Log file analysis by the manufacturer¿s technical services representative revealed that the driveline was disconnected multiple times. The patient denied disconnecting the driveline. The patient was asymptomatic. The log file also revealed a backup battery fault alarm. The system controller was exchanged. The patient reported that prior to the exchange, the green light on the system controller was dim. X-rays of the driveline were reviewed and were unremarkable. No additional alarms occurred after the system controller was exchanged. Additional information was requested, but was not provided.

Manufacturer narrative:
The system controller was returned for evaluation. The log file retrieved from the returned system controller captured the reported backup battery fault/yellow wrench alarm event which became active on (B)(4) 2017 at 12:56 pm. The alarm cleared at 1:16 pm and returned at 1:25 pm. The alarm was active as a result of a backup battery load test failure. The reported driveline disconnect events were confirmed. The first occurrence was captured at 12:10 pm, prior to the backup battery fault alarm. The second event occurred at 1:02 pm and the third event occurred at 1:17 pm. The pump resumed operating at the set speed when the driveline was reconnected after each event. The events captured at the end of the log file showed that the driveline was disconnected at 1:29 pm and remained disconnected. Based on the voltages values captured in the log file, the events appeared to be due to a physical disconnection of the driveline. The returned system controller was functionally tested and operated as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The backup battery was discharged and recharged several times and the reported backup battery fault alarm could not be reproduced. The voltage levels of each battery cell were measured and the values passed specification. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.